Event description:
Allegedly patient was revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. Photographic images made. The device history record was reviewed and indicates that product was manufactured to specifications and met all acceptance/inspection criteria. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).